Manufacturer narrative:
(B)(4). Date sent: 3/4/2020. One each 0014am lot 192265 was received for evaluation. During visual inspection a "blue" smudge was found on the inside of the pouch surface. The smudge exceeds specification. The complaint is confirmed.

Event description:
It was reported that a foreign matter was found inside 0014m and stains were on 0014am when the customer checked devices. Devices were not used for the patient. There were no adverse consequences to the patient. No further information is available.